Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported on multiple, intermittent occurrences that there were multiple air bubbles/gaps observed along the infusion set tubing. The customer's blood glucose (bg) level was in the 500s mg/dl range. The bg level was addressed with a bolus correction, and increasing the basal rate via the pump. Reportedly, the customer replaced the cartridge to resolve the issue, and continued using the pump for insulin therapy.